Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery (date not reported) to remove the excess skin and was equipped with a longer abutment during the same surgery.

Manufacturer narrative:
This report is filed october 14, 2013.